Event description:
The device was used during a laparoscopic colon resection. Reportedly, the anastomosis site was not complete. The surgeon performed a laparotomy and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.